Event description:
It was reported that the distal portion of an right ventricular (rv) lead was returned to the manufacturer without documents. The portion of the lead subsequently tested out of specification during the manufacturer's analysis. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the distal portion of the lead was returned and analyzed. The analysis indicated that the distal conductor of the lead developed a fracture due to flexing while in vivo. The interior superior vena cava defibrillation cable developed a fracture due to flexing while in vivo. The analyst noted that the lead was returned with no lead length. If information is provided in the future, a supplemental report will be issued.